Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; -omsc could not reproduce the reported phenomenon which was that the endoscopic image disappeared. -omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -traces of foreign material such as water droplets were noted inside the scope connector of the subject device. -from the log of the subject device, omsc confirmed that the scope connection error (e830) occurred on the day when the reported phenomenon occurred. Omsc guessed that the reported phenomenon occurred by the scope connection error. There is possibility that the scope connection error occurred by foreign material inside the scope connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure with the subject device, the endoscopic image disappeared. The user replaced the subject device to another unspecified device and completed the procedure. During an inspection of the subject device before the procedure, the user was aware that the endoscopic image was disturbed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.